Event description:
Pt received this implant during a revision surgery in march 2002. During an arthroscopy of the knee for recurring pain in december 2003, the surgeon discovered that the pe peg of the implant was broken.